Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device was replaced due to normal eri. During the post-implant follow-up, there was high impedance on the right ventricular (rv) lead due to the lead not being properly connected to the header of the device. The lead was removed from the header and the connector and screw were cleaned and reconnected to resolve the event. The patient was stable following the procedure.